Manufacturer narrative:
Medtronic received additional information that changed the event description of this previously reported event. Hemodynamic instability did not occur. The patient had become restless on the table due to only receiving local anesthesia. No treatment or intervention was performed, and hospitalization was not prolonged as result of the event. The existing valve was a non-medtronic (edwards ce magna ease) surgical valve. There is no evidence to suggest the medtronic device caused or contributed to a death, serious injury, or malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID evolutfx-26 (serial: (B)(6)); product type: 0195-heart valves; implant date n/a; explant date n/a product ID l-evolutfx-2329 (lot: 0012470429); product type: 0195-heart valves; implant date n/a; explant date n/a product ID 22 mm osypka balloon (lot: unknown); product type: dilatation balloon; implant date n/a; explant date n/a product ID boston scientific safari guidewire (lot: unknown); product type: guidewire; implant date n/a; explant date n/a product ID cook lunderquist guidewire (lot: unknown); product type: guidewire; implant date n/a; explant date n/a product ID 10x40 mm unknown pta balloon (lot: unknown); product type: pta balloon; implant date n/a; explant date n/a product ID unknown surgical valve (serial: unknown); product type: 0195-heart valves; implant date unknown; explant date n/a select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving a 26 mm evolut fx, the patient had a degenerate surgical prosthesis and difficult anatomy with a deep coronary artery, where the right coronary artery branched off from the annulus. A pre-implant balloon dilation was performed using a 22 mm non-medtronic (osypka) balloon. The valve was loaded into the delivery catheter system (dcs) and fluoroscopy check showed the line was between node 2 and 3. The non-medtronic (safari) guidewire was placed into the ventricle without issue, and the system was inserted into the patient. The nosecone of the dcs repeatedly got stuck on the surgical valve. Various measures were attempted, including using a non-medtronic (lunderquist) wire, using the non-medtronic (safari) wire was a bodywire and placing two additional non-medtronic (safari) wires in the ventricle for more stability, and using a 10x40 mm percutaneous transluminal angioplasty (pta) balloon to raise the surgical valve. However, the dcs could not be advanced. After 2 hours and 30 minutes, the patient became unstable, and the procedure was canceled in consultation with cardiac surgery. The patient emerged from the procedure without any damage and is planned to receive a 23 mm transapical non-medtronic (s3) transcatheter valve in the future..